Event description:
It was reported that the battery system for recharging had failed. Patient stated that they just recharged the implanted neurostimulator battery, however when they went to recharge the recharger, the two little arrows that go together were difficult to get together. The patient (pt) said that their husband helped them and when they got the two arrows together (when they plugged the desktop charger (dtc) into the recharger), the recharger didn't show that the recharger was charging. Agent had the pt inspect the dtc connector pin. Pt's husband came on the phone and said that it looked like something was out of line with the connector pin. A replacement desktop charger was sent out. No symptoms were reported. Additional information was received from a patient (pt). It was reported that they were just sent the desktop charger (dtc), however, they are still having trouble charging the recharger. Pt states it was hard to plug in. Agent reviewed longevity and advised to contact healthcare provider (hcp) however pt states they do not have an hcp. Agent sent email to local reps for assistance in locating a new hcp.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37761 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 37761 serial# (B)(6): product type recharger was returned and the analysis reports shows that frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.